Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
While reaming the epiphysis the tip of the reaming guide holder broke off.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Examination of the returned instrument confirmed a portion of the tip broke off. Previous investigations found the cause is attributed to the raw materials used for this device were not relevant for the design requirements. Previous investigations found the material was changed to (B)(4) at the plate junction and (B)(4) was changed at the tip via eco (B)(4). Depuy CAPA (B)(4) was closed and CAPA (B)(4) was created on (B)(6) 2011 and closed on (B)(6) 2013. First batch of new design is (B)(4). The complaint sample was manufactured after the changes. No corrective action taken at this time. Complaints will be monitored through post market surveillance (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.